Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/19/2025, the user reported experiencing multiple episodes of hypoglycemia with blood glucose (bg) levels as low as 40 mg/dl while using the ilet bionic pancreas system. The user did not require hospitalization and has reported no ongoing health effects following discontinuation of the device.